Manufacturer narrative:
The device was returned to animas for evaluation, but has not yet been investigated. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.